Manufacturer narrative:
Concomitant products: product ID 8709sc, lot # n175628003, implanted: (B)(6) 2008, product type catheter; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID neu_unknown_prog, product type programmer, physician. (B)(4).

Event description:
It was reported that telemetry confirmed that an empty reservoir alarm occurred. On (B)(6) 2014, a pump refill was performed. A printout from that date indicated that the next refill date at maximum personal therapy manager (ptm) activations would be on (B)(6) 2014. On (B)(6) 2014, another pump refill was done. At this time, the empty and low reservoir alarms had occurred and healthcare provider (hcp) was able to withdraw 6ml of fluid. The patient seemed fine at this time and was experiencing no issues. A printout from this date indicated that the last changes were made on (B)(6) 2013. The pump was refilled and the programming error was resolved. The patient was receiving effective therapy. At the time of this report, the device system was used to deliver fentanyl and baclofen. However, it was unclear what the pump contained at the time of the event.